Event description:
Device not opening to drop out catheter.

Manufacturer narrative:
A lot history review (lhr) of reye2222 showed no other similar product complaint(s) from this lot number. The manufacturer has received the sample and will be evaluated. Results are expected soon.